Manufacturer narrative:
Eval summary: the tibia plate used (not returned) was confirmed compatible with the articular surfaces. Both articular surfaces exhibit damage caused by a failed attempt to install. The posterior tabs and the anterior locking feature exhibit scratches and damage. This issue where the locking tabs engage anteriorly, but medial and/or lateral ribs not fully engaging to the tibial plate (referred to as "potato chipping") has previously been addressed. (B)(4). This particular surgeon was found to not be using the recommended instrument from the notification. Eval: device history records indicate all components were mfg and inspected to spec. No mfg abnormalities could be detected.

Event description:
It was reported that two 9 mm articular surfaces were attempted for use during the same procedure. The implants did not seat properly on the tibial plate, and an 11 mm surface was opened and used to complete the procedure.